Event description:
A falsely elevated troponin I result of 0.68 ng/ml was obtained on a pt sample. The result was reported to the physician. The test was repeated with a new sample and a result of 0.00 ng/ml was obtained. The new sample was tested on an alternate analyzer and a result of 0.00 ng/ml was obtained. The pt underwent a cardiac catheterization which was negative. Analysis of the instrument and instrument data indicate that the falsely elevated troponion I result is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the falsely elevated troponin I result is unknown. A dade behring field service representative was dispatched to the account verify the system. The instrument is operating within specifications.